Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, there was loss of capture after the ventricular lead was connected to the pulse generator. The pulse generator was disconnected from the leads and the leads tested. However, when the pulse generator was reconnected, loss of capture occurred again. The patient displayed asystole and was given external stimulation. The pulse generator was replaced and the patient was in good condition.